Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 719 mg/dl. The customer was treated with manual injection and insulin pump. The customer¿s current blood glucose level was 250 mg/dl. The customer reported that the insulin pump received no delivery alarm. The customer was discharged from the hospital on (B)(6) 2018. The customer was wearing the insulin pump during the hospitalization. The insulin pump will return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Unit received with minor scratched display window, case and keypad overlay.